Event description:
The phlebotomist obtained the arterial blood gas sample using the blood gas syringe. The filter-pro cap was placed on the syringe. The phlebotomist then allegedly pushed gently on the plunger to dispel the air bubble when the filter-pro "exploded" off of the syringe. All of the blood in the syringe was expelled; some splashed in the clinician's face.